Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was 11.1 mmol/l. The customer stated that there is a line across the display screen and she has difficulty reading the screen. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.